Event description:
Patient reported that the pump would not refresh from "sleep" mode, and after a few minutes displayed a call service alarm. Subsequent to the call service alarm, the pump exhibited a blank screen with audible tones.

Manufacturer narrative:
The pump was returned to animas for eval. Evaluation revealed corrupted software code.